Event description:
Subsequent information indicates that this lead also exhibited noise. The patient underwent a revision procedure and the rate/sense portion of this lead was surgically capped and abandoned. A new rate/sense lead was successfully placed. The shocking portion of this lead remains in-service. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received that it was alleged that the pace/sense portion of this lead had fractured.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances less than 200 ohms. No further observations have been reported.